Manufacturer narrative:
A field engineer (fe) visited the site. Investigation into this event found that one of the teeth from the probe belt on the provue analyzer had separated, preventing the probe from properly aligning with the wash block. Also, the inner probe tubing was separated from the outer layer, causing a flood. Replacement of the proper components has returned this instrument to its expected operation.

Event description:
A customer reported that the probe on the ortho provue analyzer dripped fluid into the reagent red cell and on top of the centrifuge. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The customer aborted testing and discontinued the use of the instrument, preventing erroneous test results from being reported.